Event description:
It was reported that a proultra endo tip separated in the canal during a procedure. The separated piece was retrieved without injury.

Manufacturer narrative:
Though the separated tip was retrieved, and there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure of function (though such intervention is inadvisable per expert opinion provided by dr.). The device was returned, visually inspected, and found to have separated approximately 16.5mm from the bend.